Event description:
It was reported that after testing deep brain stimulation with little or no effect a new lead was tried. It was noted that the event was device related and that there was a ¿question of function and therefore efficacy. It was noted that there was no patient death or injury. It was noted that the patient recovered without sequela.

Manufacturer narrative:
Product ID: 3389s-40, lot# va0bnyf, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: neu_stylet_acc, lot# unknown, product type: accessory. Product ID: neu_cable/tlock, lot# unknown, product type: screening device. (B)(4).